Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she experienced some pain during sensor insertion and saw some blood. Upon sensor removal, patient noticed that sensor wire had remained inserted into her skin. Patient proceeded to remove sensor out of her skin with tweezers. She reports no pain and no medical intervention. At the time of his call to dexcom technical support, patient also stated that she had removed transmitter prior to sensor which is a practice against cgm's user's guide recommendations and that she was pregnant which is considered an off-label use of cgm.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even inthe absence of any evidence of physical harm or necessity for intervention.